Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this patient underwent an aortic valve graft and coronary artery bypass graft. Following the procedure, loss of capture was noted on the right ventricular lead. An x-ray revealed the lead was in the valve.